Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the after deployment of another company's stent at the first and second diagonal, the whisper guide wire was delivered toward the second diagonal through the stent struts. Another company's guide wire was delivered toward the first diagonal in order to perform the "kissing balloon technique" (kbt). After performing the kbt, the ivus was delivered over the company's guide wire, with the whisper still located in the second diagonal. However, the ivus stuck at short of the implanted stent at the second diagonal, so the whisper was removed. As the ivus would still not advance, the ivus was removed. When the ivus was checked outside the patient, the distal tip of the whisper was observed to have separated and was entangled on the ivus. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast visible on the tip. The tip was separated, 5.2 cm proximal to the tipball. The separated portion of the tip was in a corkscrew. There were multiple kinks in the core, 1.5 cm, 2 cm, 2.5 cm proximal to the tipball, .5 mm, 2 mm, 5 mm and 7 mm proximal to the separation. The proximal end of the separation was in a hook shaped. The black polymer material at the separation was jagged. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.